Event description:
This was peripheral angiography via the right femoral artery, converted to intervention. Calcification, disease, and some tortuosity was noted. The patient was anticoagulated with heparin. While pulling the device back to tent the artery, the device pulled out of the tissue tract. The physician converted to standard access via a 5f sheath. The case proceeded without any bleeding or hematoma around the sheath. The 5f sheath was later exchanged for a 7f long sheath. Later, the scrub technician retrieved the device and verified functionality of the heel by releasing and deploying the heel. The patient was discharged on (B)(6) 2013 and recovered without further sequelae.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the device confirmed that the heel was functioning properly. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. The clinical description suggests that the heel was functioning (deploying and releasing) properly as verified by the tech following the case. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.